Event description:
On (B)(6) 2012, the distributor contacted animas and stated that the ok keypad button was unresponsive. There is no additional information available for this complaint. There was no reported adverse event associated with this complaint. This complaint is being reported due to the alleged keypad issue.

Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. (B)(6).

Manufacturer narrative:
(B)(4): testing confirmed all keypad keys to be intermittently unresponsive. Removed keypad to inspect key contacts for contamination, which was found under all key contacts.